Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that (B)(6) patient treatment the rotaflow displayed an unknown error message. The device has been exchanged with a backup device. No patient harm occurred. (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "error reference" during patient treatment. A getinge service technician was onsite to repair the affected roaflow console on 2021-01-04. According to the service report (B)(4), a getinge service technician replaced the 701011681 rotaflow flow measure pcba. After the replacement a test run has been performed. The unit was calibrated and passed all functional and safety tests per factory specifications. The device was returned for clinical use. The reported failure "reference" was already investigated by our life-cycle-engineering (lce) in complaint (B)(4) in the lce report (B)(4). Following most probable root cause could be determined for the flow measure board: the capacitor c109 has a partial break-through, which overloads the voltage converter, so that from it derived voltages became unstable. The product in question was produced in 2012-05-29. The review of the non-conformities during the period of 2012-05-29 to 2021-01-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure "error reference" occurred during treatment. The device was directly involved. The failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
The error message reference was displayed during treatment. Complaint ID: (B)(4).